Manufacturer narrative:
Insulin pump received with normal operating currents and passed the self test, unexpected restart error test, displacement test , rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test. The insulin pump was monitored and no unexpected failed battery test alarms occurred during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 27 mmol/l and the insulin pump received failed battery test alarm. Troubleshooting was performed and the issue was not resolved. The customer reported that they used a new battery. Troubleshooting was performed. The customer was advised to revert to back up plan. Product is expected to return for analysis.